Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the battery did fail, however, there was no indication in the pump history that the device shut down unexpectedly. Based on this information an MDR would not have been required.

Event description:
The initial reporter stated that the pump would quit running and need to be restarted. They stated that the pump did not alarm. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effect due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump would quit running and need to be restarted. They stated that the pump did not alarm. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effect due to the complaint. No additional information was provided. (B)(4).